Event description:
Customer reported set came apart very easily while on a patient and an IV pump. Requested additional information about event from customer and no answer as of the date of this report. Date of event unknown. Product not received as of the time of this report. If product is received, a follow up report will be sent when investigation is completed.